Event description:
Hospital received a sterile convenience kit in a hardpack tray with tyvek lidstock. They reported receiving several kits on which the corner of the lidstock was pulled away from the tray, thereby compromisiong the sterility. The kits were not used. Samples were returned for evaluation.